Event description:
On 6/19/98, the facility nurse informed the MFR's sales rep of 2 events that occurred at this facility. This report concerns the second event (ref. MDR#1220923-1998-00061 for the first event.) The facility nurse stated the pt had completed treatment. During removal of the device it was noted that the device catheter had sheared. No further details were provided at this time.